Event description:
The user reported a sudden and on-going change in hearing perception with the device in combination with discomfort during stimulation. The user reported pressure discomfort in the area of the implant housing/ coil regardless of whether the ap was switched on/off. The user was re-implanted.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a couple of days ago a sudden but progressive change in hearing perception with the device in combination with discomfort over the implant housing while the audio processor is worn and during stimulation.